Event description:
Boston scientific crm received information that during a lead revision procedure, this atrial lead was surgically abandoned due to lead fracture. No adverse patient effects were reported. New information was received that this patient called boston scientific patient services (ps) complaining of intense pain in his back and feels that his previously abandoned lead is the cause of this pain. He was advised to see his physician.

Manufacturer narrative:
This lead was replaced with a new lead. Since this lead was abandoned, it will not be returned for analysis. If additional information becomes available, this event will be updated.